Manufacturer narrative:
Qn#: (B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was returned with 3 staples that were fired by the customer and 1 staple that was fired by teleflex (B)(4). All loose staples were properly formed. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The stapler was received with 20 staples left in the cartridge and 4 loose staples indicating that at least 11 staples were fired by the end user that were not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from other remarks: the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staple stuck in unit" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. There were no functional issues found with the returned stapler.

Event description:
It was reported that the staples got stuck in the stapler during use. Therefore a new unit was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples got stuck in the stapler during use. Therefore a new unit was used. There was no patient injury.